Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the device was programmed to deliver in the pca only mode, demerol 10mg/ml, a 10mg pca dose , a 10 minute pt lockout, and a 300 mg four hour limit. The customer contact reported that during nursing rounds, the pt reported to the nurse that the device did not deliver a dose when the pt pendant was pressed. At that time, the nurse pressed the pt pendant and also noted a device did not deliver a dose. The nurse reported the display stated "available" prior to pressing the pt pendant. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. (B) (4)